Event description:
It was reported that the patient had a urinary tract infection (uti) and will be receiving antibiotics to treat uti. It was noted that the patient also had a uti prior to implant and did not receive implant until after uti "was cleared." The patient reportedly "sometimes felt stimulation, sometimes did not." It was stated that the stimulation had been "comfortable" and the patient was scheduled to meet with physician on (B)(6) 2012. Additional information was requested, but was not received prior to this report.

Manufacturer narrative:
Product ID, 3093-33 lot# va00uvb, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), (B)(4).